Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery, motor error and they experienced a high blood glucose level of 400 mg/dl. The customer stated they were not getting insulin but has resume used treated. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind and the insulin pump. Displacement and prime manual were successful. The customer was advised to monitor the insulin pump. No delivery troubleshooting was performed and insulin exited during fixed prime. The customer was assisted with correcting time and date and was advised that alarm was due to a site or set issue. The product will not be returned for analysis.